Event description:
During surgery, the xenon light source for the microscope suddenly failed. Surgery was delayed while a replacement microscope was brought in and draped.examination showed the fuse holder had melted and the fuse was open. Rptr has experienced several failures of this model. The fuse holder contacts develop a poor connection which leads to arcing and sudden light source failure. Power entry module was replaced and unit returned to service.